Event description:
A u36 oxygen reservoir was involved in a fire at the patient's home. The patient noticed sparks near the unit's flow control valve and supply line. The patient's ashtray was in close proximity to the supply line. The patient extinguished the fire with a bottle of water. The patient did not seek medical attention. The local fire dept was called to the scene, but no report was filed due to the fire being extinguished upon their arrival.